Manufacturer narrative:
Carefusion file identification number (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The customer reported the device is no available for return.

Event description:
The customer reported while using the vela ventilator, the extended self test (est) pass but the fraction of inspired oxygen (fio2) was out of range. Upon further investigation, the customer reported patient involvement but no allegation of patient injury/harm. The customer reported the suspect device is now operational, and the fio2 is accurate after calibrating the blender.